Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted, however during a follow up visit it was noted that the implant detect had not completed. Follow up conducted resulted in acceptable sensing, thresholds and pacing values. The implant detect was completed manually and the patient was discharged. The ipg system was confirmed as functioning appropriately. The ipg remains in use, and no patient complications have been reported as a result of this event.